Event description:
A pt underwent tah-bso (total abdominal hysterectomy bilateral salpingo-oophorectomy), burch urethropexy, paravaginal cystocele repair, intraoperative cystoscopy, and subrapubic tube placement. On 3rd day post-op it was identified by the discharge summary that the suprapubic catheter tube was no longer working. It was removed. Post void residuals were then completed with in and out catheterizations. The pt was taught this procedure as part of their discharge planning. If their post-void residuals are less than 75-100cc consistently, pt was informed to stop the residual checks. Take home medications included bactrim ds and pyridium.